Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event on 15-feb-2026 due to which the patient faced hyperglycemia and diabetic ketoacidosis event and got hospitalized. The event occurred three or more hours after insertion. The blood glucose level was 287 mg/dl at the time of event and got treated with correction bolus via pump. The site location was abdomen. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 21/apr/2026 against "lot number" "6011185" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6011185 as associated with non-conformance (nc) (B)(4) for missing inner label 10x. However, this nonconformance is not related to the reported failure mode and is not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 21/apr/2026 against "lot number" criteria equal "6011185" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaints is 3. The complaint number are (B)(4). Conclusion: after review, only complaint (B)(4) were determined relevant to the reported issue. The other record previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6011185 was manufactured according to work instruction (wi) version 77 and manufactured in the line 09, on 30/jan/2025 with a total of (B)(4) units. Review of the DHR showed that an nc (B)(4) was found for missing inner label 10x in the lot number 6011185 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated nc (B)(4) finding was appropriately addressed, and review of the affected records demonstrated acceptable results. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area (version 2): all 3 samples tested passed functional air flow tests for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached test report form complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot# 6011185 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos were requested; however, the customer confirmed that no photos were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. As no visual evidence was available, the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.